Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and other spasticity. It was reported that an alarm was heard and telemetry had not been performed. The representative was paged at 3 am due to a patient in the emergency room (ER) with a critical pump alarm. The patient was going to be seen by a physician at 8:00 in the morning on (B)(6) 2016. The patient's last refill was on (B)(6) 2016. There were no symptoms reported. Additional information was received from the representative on 2016-oct-17. The pump was interrogated and the motor stall was observed and the pump was replaced the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.